Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm. The customer's blood glucose was 6.3 mmol/l at the time of incident. The customer stated that they were unable to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed pump error 130 constantly while trying to rewind due to an unlocked connector. Unable to download the pump, perform functional testing, including self test, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement or verify pump error 38 due to the pump error 130. The pump was received with minor scratches on the lcd window and case. The motor was tested outside the device and it passed.